Event description:
Healthcare professional reports lower than expected act results with the hemochron response coagulation system during a unspecified procedure. Hemochron response generated act result of 453 seconds with test well 1, whereas the act result generated with test well 2 was 332 seconds, which was lower than expected. A comparison test was performed on a second hemochron response instrument using both test wells and generated results of 461 and 462 seconds. Target time was not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Act tube lot# was not provided. Method: actual device evaluated (instrument). Process evaluation performed. No related ncmr's identified for this instrument. No current complaint trends identified. Result: complaint was not confirmed through the instrument evaluation. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.